Event description:
It was reported no disposable clamp tubing alarm reservoir volume 5.3, rate 0.7, given 37.75. There was air in the line, green flow stop. The patient was not affected. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number, catalog number, lot number), are unknown. No information has been provided to date.